Event description:
Initial info reported by a physician via a nurse on 02/08/2010. This is 2 of 3 cases that were reported: a female consumer who is also a nurse received 8.5 cubic centimeters (cc) of injectable poly-l-lactic acid (sculptra, lot # and expiration date unknown) during each of her sessions on (B)(6) 2008 and (B)(6) 2008. The poly-l-lactic acid was not reconstituted with any anesthetic, but was reconstituted with water not otherwise specified (nos). She was injected in her left upper cheek, left nasolabial fold, left jaw, left temple and all the same places on the right side. Within the last three months, she noticed nodules in her chin and by her temple. Although the nodules are not visible, she said that the nodule in her chin feels like a pea. She has another nodule underneath her eye and another nodule that is bigger than a dime size on the left side of her face. There has been no corrective treatment and no plan for a biopsy. Concomitant medications included omeprazole for medical history of reflux. Additional medical history included an allergy to trimethoprim/sulfamethoxazole (bactrim) and codeine. No further relevant info reported. This case is associated with case (B)(4) (same reporter).

Manufacturer narrative:
Device qc performed, 2/12/2010.